Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that review of electrogram (egm) strips revealed oversensing of noise that lead to pacing inhibition. A chest x-ray showed the active right ventricular (rv) lead was in close proximity to the previous surgically abandoned lead. There was concern over possible lead on lead abrasion contributing to the noise. During testing,the noise was unable to be reproduced with isometrics but was seen whenever the patient breathed deeply. The sensitivity was reprogrammed and further testing revealed that the noise was still observed on the electrogram (egm), however it was not being oversensed by the competitive device and pacing was at the programmed base rate. The patient will continue to be monitored. No adverse patient effects were reported.